Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) verified the customer-reported issue and identified that the keyboard was faulty and replaced the keyboard. The fse accessed the hardware test application and performed final testing on the keyboard, confirming successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not functioning. The customer had to repeatedly power cycle the device for it to work and had restarted the station multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.